Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (batteries won't power on monitor) was confirmed. Upon investigation the monitor was drawing excessive current and unable to power up. The cause for the failure was isolated to a shorted c9 capacitor on the c/a board. The root cause for the shorted c9 capacitor could not be positively identified. Device evaluations of battery packs sn (B)(4) have been completed. The reported problem (batteries won't charge and won't power on monitor) was confirmed. Upon investigation the batteries were unable to recharge or power up a test monitor. The cause for the failure was isolated to a blown battery fuse in all four battery packs. The root cause for the blown fuses was excessive current draw from the monitor. No adverse event resulted from the defective monitor or batteries.

Event description:
A us distributor returned monitor sn (B)(4) and four battery packs (sn (B)(4)) indicating that the batteries were unable to charge and were unable to power on the patient's monitor.